Event description:
It was reported that the patient had a loss of therapeutic effect and that therapy did not work for her unless she moved her head a certain way. The patient then had a procedure done on (B)(6) to adjust the lead and the doctor removed a bone so they could place the paddle lead. The patient came out of the procedure paralyzed so the doctor rushed the patient back into surgery and they ended up taking the device/leads out of the patient. The patient stated she almost died on the table. The patient had no idea what to do going forward. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the lead and implantable neurostimulator (ins) were involved in the reported event. The patient stated that stimulation turned off when she turned her head and the battery was ¿moving around.¿ an MRI was done followed by surgery. The cause of the event was not determined and it was unknown if it was device related. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).